Manufacturer narrative:
(B)(4). Minor scratched display window, cracked display window corners, broken belt clip slot, cracked reservoir tube lip, and cracked reservoir tube.

Event description:
It was reported that the insulin pump was cracked around the reservoir compartment and that it had been dropped and bumped. No blood glucose reading was given. Nothing further was reported.